Event description:
It was reported that the customer had bent cannulas and was hospitalized for high blood glucose. It was also reported that the customer bolused several times and her blood glucose did not drop. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.